Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reporter alleged obtaining the results of 150 mg/dl and 32 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that on a different day, he obtained the results of 137 and 68 mg/dl back to back within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the device was explanted after implant duration of zero days. Through the mitral valve replacement procedure note, it was learned that the device was explanted due to a suture loop.per the mitral valve replacement procedure note:"during rewarming the valves were again checked by tee and an unusual amount of mitral regurgitation was noted. It was mostly central. The valve seemed to working okay, but there was excessive regurgitation. The patient was re-cooled, the aorta cross-clamped and cardioplegia given. The atrium was reopened and the valve excised. It appeared that a suture had looped over one of the posts and was preventing the valve from working properly. A new 29mm valve was inserted without difficulty. The atrium was re-closed, and the clamp again removed."

Manufacturer narrative:
Suture loop. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the mitral valve replacement procedure note was received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.